Event description:
It was reported that during an anterior cruciate ligament (acl) procedure the blade broke at the mount. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned for eval. It was visually confirmed that the blade broke at the mount. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 4300034000, serial number: (B)(4).